Event description:
Consumer called to report getting hi and low readings from their bd logic meter. Analysis run on clark error grid using mean average reading (185) as ref. Point vs. Bd readings (20,56,266,273,248,245) yielded some data points in the e zone of the grid, outside of acceptable limits.